Manufacturer narrative:
The customer called the company technical support specialist (tss) and ordered a footswitch cable; the customer did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that during surgery, the footswitch did not work. There was a significant delay reported. Pt impact is unk. Despite multiple attempts to obtain add'l info, no further info was received.